Event description:
It was reported that an artificial urinary sphincter (aus) cuff was not used because it was found to have scratches on it. When prepping the cuff, after the air was removed from the cuff and before it was implanted, the cuff was checked. At that time it was confirmed that there were scratches on it so it was not used. Another device of the same size was used and the procedure was completed. There were no adverse effects or damage to the health of the patient.